Event description:
It was reported that this patient underwent a surgical procedure during which this tactra malleable penile prosthesis was explanted and replaced with an inflatable penile prosthesis (ipp). The reason for the procedure was not specified. Additional information was received indicating the tactra device was removed and replaced due to patient dissatisfaction. There were no specific device issues/characteristics reported that contributed to the patient's dissatisfaction. Patient outcome following the procedure could not be obtained.